Manufacturer narrative:
Upon further review, bd has determined that this event has already been captured and therefore, a retraction will be sent. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arcticsun device displayed an alert 113. The patient 's temperature was 31c and the water temperature was 21c. The flow rate was 1.3lpm. The water level was 4. Ms&s advised the nurse to drain 500mls of water. The inlet pressure was -7.1psi. The nurse disconnected and reconnected the pads and the flow rate remained at 1.4lpm. Ms&s called the nurse back and the patient's temperature was 31.9c. The water temperature was 39.5c. The flow rate was still only 1lpm, but tdi showed three arrows up. The patient was placed on an alternate device, and the flow rate did not change. The patient did have a CT with the pads on. No bubbling in the clamps. The nurse decided not to change the pads as the patient was trending up. Per follow up, the patient was able to complete therapy and reach target on the alternate device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the arcticsun device displayed an alert 113. The patient 's temperature was 31c and the water temperature was 21c. The flow rate was 1.3lpm. The water level was 4. Ms&s advised the nurse to drain 500mls of water. The inlet pressure was -7.1psi. The nurse disconnected and reconnected the pads and the flow rate remained at 1.4lpm. Ms&s called the nurse back and the patient's temperature was 31.9c. The water temperature was 39.5c. The flow rate was still only 1lpm, but tdi showed three arrows up. The patient was placed on an alternate device, and the flow rate did not change. The patient did have a CT with the pads on. No bubbling in the clamps. The nurse decided not to change the pads as the patient was trending up. Per follow up, the patient was able to complete therapy and reach target on the alternate device.